Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.

Event description:
It was reported that a patient had an af ablation performed at the hospital in 2009. The procedure was completed without complications - no adverse event nor equipment/product malfunction was encountered. The day prior to af ablation, the patient was brought to the medical center. The patient later on expired from atrioesophageal fistula. The exact date of death was unk. The physician from medical center contacted the physician group at the hospital. They reviewed the chart and saw nothing out of ordinary from the procedure performed the following day. The MFR's representative present the same day also confirmed that there was no adverse event during that af ablation.